Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed error 1720 occurred during pump power up. Functional testing was able to replicate the reported issue; error 1720 occurred when the pump was powered on. The root cause was determined to be a possible defective back up capacitor. The back up capacitor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1780. It is unknown if there was patient involvement; no adverse patient effects were reported.